Event description:
It was reported that the customer's insulin pump was alarming her to check her blood glucose level. The customer was unable to clear the alarm and, afterwards, received a button error alarm. The customer's blood glucose was 54 mg/dl. The customer explained that, leading up to the alarm, she woke up and was sweating. The customer stated that her blood glucose was dropping. Advised customer to disconnect from the insulin pump. Advised customer to call back for replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.